Event description:
Boston scientific crm received information that this pacemaker was difficult to interrogate. Technical services suspected the issue to be due to electromagnetic interference, however, also discussed the potential of advisory issues. This device is part the insignia microcrystal failure mode 2 advisory, and may have exhibited symptoms consistent with those described in the advisory. No adverse patient effects were reported. New information became available that this device was explanted for normal battery depletion.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.